Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported oxygen flow accuracy failed. The device was not in use at the time of the reported event and there was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 16jul2019. The manufacturer¿s technical services confirmed the reported issue. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed required performance verification tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 15oct2019. The (assy, manifold, gds (gas delivery system) was returned to failure investigation (fi) for evaluation. Visual inspection revealed no anomalies. The unit returned without the data acquisition board, o2 valve or daq-pcba. Fi installed the returned gds into a known good test unit. U1/u3 of o2 flow sensor failed. The customer replaced the defective gds to address the reported problem. The unit successfully passed the required performance verification test. The submitted unit failed due to o2 sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.